Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> visual examination of the returned devices, x-ray image, photograph confirmed the reported event. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a right primary knee done by the surgeon at (B)(6) healthcare ((B)(4)). Patient subsequently came to the surgeon with squeaking. Patient reported that he has been squeaking for nearly 2 years. Patient came to the operating room with the surgeon on (B)(6) 2019. Liner disassociate from the shell and pulled out with a kocher. Shell had metallosis. Cup were removed and replaced with stryker mdm. New 2833 a/e head put on trilock stem that stayed in place. Doi: unknown; right hip.